Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty light-emitting diode unit (led) could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the lamp not lighting up/working could not be identified, nor could the phenomenon be reproduced/confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center error code 105 appeared, and lamp does not work during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed during the inspection. However, error 105 was found in the error log. Replacement recommended as most often the error 105 is caused by a faulty light-emitting diode (led). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.